Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (super poligrip) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent conditions include chronic obstructive pulmonary disease and low blood pressure. Concurrent medications included lorazepam, quetiapine (seroquel), unknown (unspecified medications), unknown (unknown medication), lorazepam (ativan), atorvastatin calcium (lipitor), gabapentin, bumetanide (bumex), verapamil and oxygen. In 2008, the patient started super poligrip (formulation unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced anemia, neuropathy, burning foot, tingling feet, anxiety, intestinal hemorrhage, nonspecific reaction, sickness, intestinal polyp and precancerous cells present. The patient was hospitalised. Treatment with super poligrip (formulation unknown) was discontinued. The patient began using super poligrip free denture adhesive. At the time of reporting, the events of anxiety, nonspecific reaction, sickness, intestinal bleeding and intestinal polyps with precancerous cells had resolved while the events of anemia, neuropathy, burning sensation of feet and tingling of feet were unresolved. Consumer called in to report that a long time ago she had a reaction to plain super poligrip and she got real sick. Consumer referred to getting real sick and reaction meaning that she was having bad anxiety and intestinal bleeding from using a plain super poligrip. Consumer wasn't able to recall which super poligrip she used but kept calling it a plain super poligrip. Consumer reported that she was placed in the hospital for a week or more for intestinal bleeding about a year ago and thinks she got real sick around the (B)(6) 2009 or 2010. Consumer reported that she had used a plain super poligrip from 2008 until 2010 and that is when she switched to super poligrip free and has been using super poligrip free since 2010. Consumer is associating the experiences of intestinal bleeding, neuropathy, anemia, burning sensation of feet, feet tingling to a plain super poligrip that she had used for years. When consumer was hospitalized for intestinal bleeding, she had endoscopies and a colonoscopy and she had precancerous polyps removed from her intestines. Consumer reported the experiences of neuropathy, anemia, feet burning and feet tingling are ongoing when using a plain super poligrip. Consumer reported the experiences of bad anxiety, intestinal bleeding, nonspecific reaction and sickness have resolved when using plain super poligrip. Consumer continues to use super poligrip free and still experiences feet burning, feet tingling, neuropathy and anemia. Consumer reported that she was having a hard time breathing and coughing up a lot of blood which she didn't associate with any formulation of super poligrip and the doctor put a water bottle on her concentrator to make her concentrator more humid.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).